Event description:
Stryker accolade (B)(4) (B)(6) 2010. Abnormally prolonged/painful recovery on (B)(6) 2010 almost fatal angioedema/anaphylactaic event (no known cause) concurrent with extreme metallic taste in mouth. Taste has increased, is (B)(6). Concurrent with >implant site tenderness, popping > to grinding, ratcheting, prosthesis sliding even while sitting or in bed, pain > daily complaints dismissed by original surgeon. New ortho has ordered labs, fluoroscopy guided needle aspiration, bone scan, says revision needed. On xray, hip looks "perfect". Positive for cobalt/chromium toxicity in bloodwork. Tinnitus, visual and memory problems, vertigo, abdominal pain, sleep disturbance, fatigue, etc. Diagnosis or reason for use: left hip degenerative, oa.